Manufacturer narrative:
The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, the topical steroids were used from one to two weeks depending on the individual patients status, the patients were also prescribed an oral steroid. The majority of the patients symptoms resolved following use of the topical and oral steroids. A few patients required a flap lift and irrigate due to the severity of the symptoms but it is unknown which patients specifically. All patients have experience resolution of symptoms without vision loss post operatively.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The customer indicated that after replacing the laser head, the patient often presented with dlk(diffuse lamellar keratitis) . The hospital checked all the factors that could cause dlk and found no abnormalities. They requested to replace laser head because dlk occurs after replacing it. According to information from the service team, during the technical onsite visit the field service engineer checked the system. No problem found that could contribute to reported dlk. Review of the logfiles done and technical problem was not noted (includes also the performance of the laser head). The provided treatment reports show the user operated surgeries with the recommended standard settings, so the reason for occurrence of the dlk is unknown. It was recommended to the site to use low energy setting to observe if dlk still occurs. After using low energy setting, still multiple patients appeared with dlk. The customer wants to replace laser head even though no problem of the laser head is detectable, therefore, a new laser was ordered and a replacement of the laser head will be performed. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The laser head was received and sent to supplier for failure analysis. The reported problem could not be confirmed by the supplier. The laser head met specifications. No technical root cause was identified as the product was found to be within specifications. Dlk is not related to device and laser head. The manufacturer internal reference number is: 2019-68354.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A nurse reported a patient with diffuse lamellar keratitis (dlk). Topical antibiotics and steroids were prescribed. The doctor does not know the cause of the dlk. Additional information has been requested but is not available.